Event description:
It was reported by the patient's mother that her son underwent removal of a "marlex mesh product" in 2008 after "he experienced a protruding portion of his previous surgery hernia repair as that marlex mesh product failed through his abdominal wall."

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. All initial contact information supplied was related to the initial report's work. Davol has attempted to contact the initial reporter, but has been informed that this person no longer works for company, therefore, no follow-up can be made. We therefore, consider this report complete to the best of out current knowledge.